Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an egd (esophagogastroduodenoscopy) procedure within the esophagus, performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advance to the target site and the first band was deployed; however, the ligator head would not release from the varix. The physician made an attempt to get the ligator to release by moving the scope but the suture broke and the ligator head remained on the varix. The physician was unable to remove or push the ligator head further down the esophagus therefore; the physician left the ligator head in the patient, aborted the procedure and sent the patient to a larger facility to remove the ligator head. Reportedly, the patient's condition was reported to be stable when she left. On (B)(6) 2013, it was reported that the facility where the patient was sent, used a rigid esophageal scope to remove the ligator head from within the patient's esophagus. The patient was then hospitalized for approximately 2 days for observation and the patient's condition was reported as stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an egd (esophagogastroduodenoscopy) procedure within the esophagus, performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advance to the target site and the first band was deployed however; the ligator head would not release from the varix. The physician made an attempt to get the ligator to release by moving the scope but the suture broke and the ligator head remained on the varix. The physician was unable to remove or push the ligator head further down the esophagus therefore; the physician left the ligator head in the patient, aborted the procedure and sent the patient to a larger facility to remove the ligator head. Reportedly, the patient's condition was reported to be stable when she left. On (B)(6) 2013, it was reported that the facility where the patient was sent, used a rigid esophageal scope to remove the ligator head from within the patient's esophagus. The patient was then hospitalized for approximately 2 days for observation and the patient's condition was reported as stable.

Manufacturer narrative:
The speedband device was received for an investigation. The ligator head and bands were not returned. A visual analysis of the returned device revealed that the suture was unbroken and attached to the trip wire loop. It had been fully removed from the ligator head. The trip wire was not secured in the handle assembly slot upon receipt, but the slot did present slight evidence that the trip wire had been previously secured. The trip wire was wound only two revolutions around the handle spool, and the proximal end of the trip wire was kinked and coiled. During a functional evaluation, the handle knob was rotated 180º and an audible click was heard. As the suture was found to be intact and unbroken, it appears all 7 bands were deployed, as the suture was pulled away from the ligation head. Based on the investigation of the returned device, it appears that the user did not release suction after banding. Therefore the most probable root cause of the reported failure is "user/use error." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.